Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient contact reported to a fresenius post market surveillance specialist that when they removed the cassette from last night¿s treatment (B)(6) 2025). It was damp on the back. Upon further inspection, the reporter found several pin hole leaks in the back of the cassette. The leak was discovered after treatment while breaking down the cycler. The patient was not connected. The cause of the leak is unknown. The patient was able to complete treatment on the night of the reported event. The sample cassette is available for return for evaluation. There was no patient serious injury or medical intervention required as a result of this event. Upon follow up, the patient contact stated that the cassette was leaking. With a magnifying glass, he could see the pin holes in the back of the cassette. The leak was very small, and the amount of fluid that leaked was only several drops. The leak was discovered after treatment, the patient was not connected. The patient contact stated that the cassette was at fault, not the cycler. He believes it was a bad lot of cassettes. They have changed lot numbers and have not had any problem since. The patient was able complete treatment on the night of the reported event. The sample cassette is available for return. There is also an unused companion sample available for return. There was no patient serious injury or medical intervention required as a result of this event.

Manufacturer narrative:
Additional information: d9; e1; h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient contact reported to a fresenius post market surveillance specialist that when they removed the cassette from last night¿s treatment ((B)(6) 2025). It was damp on the back. Upon further inspection, the reporter found several pin hole leaks in the back of the cassette. The leak was discovered after treatment while breaking down the cycler. The patient was not connected. The cause of the leak is unknown. The patient was able to complete treatment on the night of the reported event. The sample cassette is available for return for evaluation. There was no patient serious injury or medical intervention required as a result of this event. Upon follow up, the patient contact stated that the cassette was leaking. With a magnifying glass, he could see the pin holes in the back of the cassette. The leak was very small, and the amount of fluid that leaked was only several drops. The leak was discovered after treatment, the patient was not connected. The patient contact stated that the cassette was at fault, not the cycler. He believes it was a bad lot of cassettes. They have changed lot numbers and have not had any problem since. The patient was able complete treatment on the night of the reported event. The sample cassette is available for return. There is also an unused companion sample available for return. There was no patient serious injury or medical intervention required as a result of this event.